Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and was alarming. Blood glucose level at the time of the incident was 262 mg/dl. Customer stated that the issue began during a set change. During troubleshooting, the customer reported that the display returned. The insulin pump was not replaced or returned for analysis.